Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed with the in-house contour ts meter and in-house contour ts test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for contour ts meter with serial number (B)(6) as 22-may-2015. The correct device manufacture date is 17-may-2007.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour ts meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.